Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(fluid damage).

Manufacturer narrative:
We checked the returned unit and confirmed that the objective lens unit fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the objective lens unit. In addition, we confirmed that the segment fluid damage, the objective lens unit cloudy (not clear view), the light guide cable buckled, the us connector cable buckled, the operation channel leak, the bending rubber cut, the us connector cable bump, the air/water socket chipped/cut o-ring , and the us probe eus image no scanline; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586 (image failure)" and/or the risk analysis results, it was evaluated to submit MDR.